Manufacturer narrative:
The check of the dhrs related to the poly liner and cup involved did not show any pre-existing anomaly soon after their manufacturing process. A total of (B)(4) liners were manufactured with lot # 201409202, without receiving any other complaint on this lot #. The poly liner (with metal ring) involved was returned and underwent a dimensional check. The poly is very deformed and, because of the deformation, the liner became oval (should be circular). According to the related DHR, the dimensional deviations detected on the returned liner were not pre-existing on it, so they are due to its usage and, in particular, to the repeated attempts to impact the liner into the cup intra-op; the outer surface of the poly is also damaged on its inferior rim due to usage. It's not possible to evaluate the liner functionality because of its high deformation. Due to high deformation of the device, we believe that the intra-operative issue ("poly liner did not fit into the cup") was caused by an improper initial insertion (misalignment) of the liner into cup. Then the liner got deformed and not functional anymore. (B)(4). Lima corporate will continue monitoring the market.

Event description:
Intra-operatively, the neutral poly liner did not fit into the cup; surgeon decided to replace both the liner and the cup intra-operatively. Event occurred in (B)(6).